Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no defects. Microscope inspection found that the fiber connector had a distorted light exiting the face indicating an internal connector failure, additionally, tip was degraded. The observed condition of distorted light exiting the connector can be result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. The fracture in the connector can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product instructions for use (IFU) states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The investigation conclusion code assigned is cause traced to component failure which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during preparation, during the second usage, the device could not deliver laser. The procedure was completed with another of the same device. There were no patient complications. Analysis of the returned device identified a fractured connector.